Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Health professional reported right side pain, capsular contracture, baker grade iii, ¿mass¿, and ¿breast cancer recurrence.¿ treatment included "additional resection" surgery. The device remains implanted. The events of mass and breast cancer are not device related.